Manufacturer narrative:
Per the clinitest hcg reagent IFU: "recent studies suggest that urine hcg concentrations are approximately one-half or less than on-half of corresponding serum hcg concentrations." Based on this information if the patient's serum hcg was 35 then the urine hcg would be expected to be no more than 17.5miu/ml. This is below the level of (B)(6) for clinitest hcg pregnancy test as hormone levels greater than 25 miu/ml are reported as (B)(6) (per the IFU). Siemens customer care center called customer and explained that hormone levels greater than 25miu/ml are reported as (B)(6). A clinitest hcg IFU has been sent to customer. Aliquots provided were sent for quantitative analysis. Aliquot 1: 16.41 miu/ml aliquot 2: 15.94 miu/ml per the clinitest hcg IFU: "hormone levels greater than 25miu/ml are reported as (B)(6)." Instrument is performing as intended.

Event description:
Customer reported (B)(6) hcg result on the instrument there was no report of injury due to this event.